Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the delivery system did not work properly after trying to re-sheath the 1st time. The valve capsule did not close properly and they tried to close the valve into the capsule but it didn't close till the end. They tried multiple times than they decided to remove everything. A new 25mm navitor vision valve was implanted after pre dilatation was done with 20mm non-abbott balloon. After the procedure, the patient had a little pain and no intervention performed for pain. There was a 10min of delay due to loading of a new valve but there was no impact on the patient's health condition. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 25 mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the delivery system did not work properly after trying to re-sheath the 1st time. The valve capsule did not close properly and they tried to close the valve into the capsule but it didn't close till the end. They tried multiple times than they decided to remove everything. Both the lilacs were tortuous. A new 25 mm navitor vision valve was implanted after pre dilatation was done with 20 mm non-abbott balloon. After the procedure, the patient had a little pain and no intervention performed for pain. There was a 10min of delay due to loading of a new valve but there was no impact on the patient's health condition. The patient was reported stable.

Manufacturer narrative:
An event of retraction problem, and pain was reported. The device was returned to abbott for investigation and was found to have a compressed valve capsule and a kinked inner shaft, consistent with damage during use. The valve capsule was cut open, and no signs of valve mis-load were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the valve capsule deformation appears to be related to the retraction problem. However, the cause of the retraction problem could not be conclusively determined. The cause of the reported pain could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.